Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/27/2020. D4: batch # t5ed83. Investigation summary the analysis found that one ec45a device was returned with no apparent damage and with four ecr45w reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One photo was received: upon visual inspection of one photo, the following was observed: the photo shows tissue and surgical instrument handled the tissue. However, no malformed staples could be observed. Based on the photo reviewed, the event describe cannot be confirmed; since no pan dislodge was observed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the vats left upper lobe resection surgery, it was difficult to fire the device when severing the vessels. It was noted the staples malformed with irregular shapes as photo shows. Changed to another three ecr45w reloads, but they still produced malformed staples. There were no patient consequences reported. No additional information is available at this time.